Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file and log file downloaded from the returned system controller (investigated under (B)(4)). The log files contained approximately 5 days of data combined ((B)(6) 2020 per the timestamp). The log files captured low voltage hazard and no external power alarms on (B)(6) 2020 from 6:05:43 to 6:05:47 due to a temporary loss of power while connected to the mpu. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 10:33:04 to exchange the system controller. No other notable alarms were active in the log file. The mpu was not returned for analysis. Additional provided information stated that the patient reported power outages due to weather and that the mpu has a v-lock ac power cord. The root cause of the reported event was determined to be power outages caused by environmental factors while the patient was connected to the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) # : p160054.

Event description:
It was reported that log files were sent to the manufacturer for analysis and multiple no external power alarms while on the mobile power unit (mpu) were observed. The alarms were caused by power to the mpu being briefly interrupted which may be due to the power cord coming loose from the wall outlet or the back of the mpu. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: the patient reported power outages due to weather at the time of the event. The mobile power unit in use during the even does have the locking plug.